Event description:
It was reported that the lead exhibited high impedance. It was noted that impedance had been -rising high- since (B)(6) 2009.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.